Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, when clipping the stomach, when scheduling a shot, the green button was able to be pressed but the handle was unable to be squeezed. Therefore the device did not fire. Another device was used to complete the case. There was no patient harm.